Event description:
Additional information was reported by the hcp on (B)(6) 2016. The pump was used to deliver fentanyl (1000 mcg/ml at 360.6 mcg/day) and bupivacaine (5 mg/ml at 1.8032 mg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry (psr). The patient's pump was used to deliver an unknown medication. The indication for use was non-malignant pain and complex regional pain syndrome type I. On 2016-06-10 it was reported that the catheter was kinked and the clinical diagnosis was under dosing of medication. It was reported that the patient had experienced sudden symptoms of withdrawal including tachycardia, autonomic dysreflexia, increased swelling, feeling agitated, uncomfortable, and "bugging out of her skin." On (B)(6) 2016 an MRI with contrast and CT scan were done which showed that the intrathecal catheter appeared to run posteriorly and was not well delineated. It was also noted that the device had been interrogated on the same day and there had been an intermittent drug delivery problem and high residual rates on (B)(6) 2016. The etiology of the event was related to the device or therapy. The catheter was replaced on (B)(6) 2016 and the event resolved without sequelae on the same day.

Event description:
Additional information received from the clinical clarified the kinked catheter event. It was stated the physician's operation note clearly indicated "the catheter did not appear to be disconnected or kinked in any unusual ways."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.